Manufacturer narrative:
The inspection of the returned device revealed the guide was broken just distal to the guide tube, approx 1/2 inch. A review of the device history record for this lot did not produce any findings relevant to this report. The guide strength lot testing was confirmed to be within specs. A formal investigation was opened for guide breaks with the closer s device. The probable root cause was determined to be insertion of the device against resistance. Corrective and preventive actions have been identified and initiated. (B)(4).

Event description:
User facility medwatch received which states "perclose broke off in pt's artery - exploration and removal of foreign body". Upon further query, the following info was received. The physician attempted an arteriotomy closure with the perclose (closer ak) device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was not done prior to the procedure, however, the vessel was reportedly calcified. The vascular surgeon experienced difficulty upon device insertion, "the device fractured between the guide and the foot plate." The vascular surgeon removed the device, in the endovascular suite, via a blunt dissection to get into the vessel; the device reportedly was in the artery. The entire device was removed; nothing remained in the pt. The pt was discharged the next day and was reportedly doing "fine". Pt length of stay was extended by one day. (B)(4).